Manufacturer narrative:
E1. (B)(6). Investigation summary: bd japan received sample and attached four (4) photos for investigation. The photos were reviewed and the indicated failure mode for label peeling was observed. The product label of one shelf pack was adhered to another shelf pack. Additionally, two (2) retention shelf packs from bd inventory were evaluated by visual examination and the issue of label peeling was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of label peeling. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® lh 102 i.u. Plus blood collection tubes that the product label was missing from the shelf pack. The label was found stuck to the outside product of another package in the same shipment. There was no health impact or consequence reported.